Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and barbed suture was used. It was reported that there were 3-4 strands of barbed suture that broke in a robotic ventral hernia case with surgeon. There was force being put upon the suture with the robot arms which could be the primary cause, however in past cases this has not been an issue in her procedures. The breaks primarily occurred midway through the suture strand after 3-4 continuous passes. Another break occurred at the suage site after she had finished her 2 final reverse locking stitches. Additional strands of the same strand/code/box were used to close the remaining portions of the defect without issue. No surgical delay or patient harm was reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/16/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: how many devices demonstrated the alleged deficiency? Please provide the source or name of person providing answers to follow-up questions: to the best of my knowledge, 3 sutures showed deficiencies. Either me or (B)(6) can be primary points of contact. (B)(6) is the primary rep at (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.